Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety needle on the bd insyte¿ autoguard¿ shielded IV catheter did not retract properly. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction slow with lot #8107748 regarding (B)(4). DHR review was performed on lot number 8107748. The lot number was built on afa line 1 from (B)(6) 2018 thru (B)(6) 2018. Packaged on packaging line 8 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number. The defect needle retraction slow; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that the safety needle on the bd insyte autoguard shielded IV catheter did not retract properly. There was no report of exposure, injury, or medical intervention.